Event description:
Device report received from (B)(6) reports a pt with a right femoral fracture was plated on (B)(6) 2011. Band wire was used for more rigid fixation. Hwb started (B)(6) 2011 and fwb started in (B)(6) 2011. Three months after fwb the plate was broken; device was explanted.

Manufacturer narrative:
Expiration date reported as august 2020. Investigation could not be completed, no conclusion could be drawn as no device was returned.